Manufacturer narrative:
Monitor (B)(4) and electrode belt (B)(4) were returned to the distributor for evaluation. The distributor evaluation verified proper device functionality. The device's ECG acquisition and pulse delivery circuitry was fully functional. There is no indication of any device malfunction.

Event description:
A us distributor contacted zoll and reported that the patient was appropriately treated on (B)(6) 2018 at 12:44:58. The patient was in a vt at the time of the treatment. The treatment was unable to convert the vt, and the patient remained in vt until the lifevest was deactivated at 13:04:17. The patient retained consciousness during the event and was intermittently pressing the response buttons. The patient was transported to the hospital by ems and was implanted with an ICD. There is information to suggest a device malfunction. The device operated as designed and treated the vt, but the arrhythmia was unable to be converted by the treatment. There was no death or serious injury reported.